Event description:
It was reported on (B) (6) 2009 by the customer that the event involved a critically ill female patient. The intra-aortic balloon (iab) was emergently inserted at 12:30 est while in the cath lab. The patient was taken to surgery immediately after the iab insertion. At 1:45 est and prior to cannulation, blood was seen in the driveline tubing. At that time, the console was turned off. The patient was heparinized and the surgery commenced. At 3:45 est, the iab was exchanged with another iab. At 3:52 est, the pump was pumping at 1.1 assist. The iab was discontinued on (B) (6) 2009. There was no reported patient injury or complications. The pump was sent to biomed to be checked for possible blood contamination.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.